Event description:
It is reported that a customer received a battery-out alarm on their insulin pump even after replacing the batteries with new ones. The patient's blood glucose level was unknown. The customer stated that there were no significant events that could have led to the issue. The pump failed numerous battery tests. The customer was informed that they needed a new battery cap. A new battery cap was sent to the customer. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.